Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during drain 4 of 4. Treatment was cancelled. The patient opened the cycler door, removed the cassette and noticed fluid had leaked into the cycler. The sample set has been discarded. During follow up, the patient reported that there were no serious injuries, complications, or infections. The patient's effluent remained clear. The patient's peritoneal dialysis nurse was notified of the event. The patient was not prescribed any prophylactic medication. There are no adverse events reported at this time.